Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
(B)(4). The dentist reported that 3 months after the dental implant was installed in intraoral region #30, its non-osseointegration was observed. In addition, immediate load and immediate implant procedures were performed, bone graft was executed and the patient presented insufficient quantity/quality (bone type I).